Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl at time of incident and current blood glucose level was 68 mg/dl. It was reported that they were low and transmitter fluctuates between 100-200-point difference. The customer was advised to avoid exposure to any strong magnetic fields associated with magnetic resonance induction. Based on customer report, customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose. The customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.